Event description:
(B)(4). Since the essure was inserted I've been having pelvic pain all the time. I've been to the emergency room several times. Developed a rash also in my abdomen are and around the inside of my vaginal area on and off. Several yeast infections and uti's and also tested positive for a lot of inflammation in my body.